Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2020 getinge became aware of an issue with lucea light. As it was stated, the spring arm's cover cap has detached. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off may cause potential infection.

Manufacturer narrative:
Getinge became aware of an issue with one of our devices ¿ lucea 40. As it was stated, the spring arm's cover cap has detached. No injury has been reported due to mentioned issue, however we decided to report it in abundance of caution as any particles transferred into sterile field might be a source of contamination. It was established that when the event occurred, the surgical light did not meet its specification as it was damaged and parts were missing, and in this way it contributed to the event. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. Our product experts established following root causes of the issue: the cover cap has been lost or broken after a repair or inspection, the cover cap fell down, after an impact with other products. We believe that all remaining devices are performing correctly in the market. We also believe that if the preventive maintenance would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).